Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the expulsor or the disposable, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that during infusion and while connected to the patient, the pump did not infuse, and the patient did not receive the medication. Per the reporter, while at the clinic, the pump was confirmed to have started and the patient was discharged from the infusion center; however, when the patient retuned for pump disconnect, it was noted that no medication was infused to the patient. The healthcare provider visually inspected the pump and confirmed that it was properly programmed, was set to run properly, and even sounded like the pump was running properly; however, the pump mechanism was not working properly and no medication was infused to the patient. The pump was programmed to deliver fluorouracil at a continuous rate of 2.2ml/hr, reservoir volume of 100ml; 4950mg over 46 hour infusion. Per the reporter, there were no patient adverse effects. The device was not to be returned to the manufacturer.